Event description:
It was reported that the patient experienced inappropriate shocks. The cause of the shocks has not been determined. The patient also reported sensations in his arm and chest cavity. The patient will work with the physician. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.